Event description:
I purchased a navage and the device works as stated, but I have found that when using do not swallow or clear your ears because water will be forced into your middle ear and you may never get it out because when you clear your ears your pushing air up your drainage canals water is stopped from draining because of the air pressure! And when I swallowed it opened up and I felt water enter in I immediately stopped it only affected my right ear thank god, and now I have extreme anxiety and I'm frozen in fear! The navage device works as stated, but a warning not to swallow while in use should be stated in the directions for use!